Manufacturer narrative:
A4 patient weight was inadvertently omitted on the initial manufacturer device report. D4 catalog number revised. The appropriate codes are as follows for h6 and have been fully updated and should be considered representation of the reported event. Component code g07003. Type of investigation b17, b22, b24.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Impella was started in auto mode, turned to p9, suction event, resolved on p6. The pump supported but there were signs of hemolysis which prompted pump repositioning, 1 unit of red blood cells, and continuous renal replacement therapy. The pump remained on despite the hemolysis (plasma free hemoglobin draw of 200) for 4 days til the family made decision to withdraw care.

Manufacturer narrative:
Patient race and ethnicity is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported positioning issue and mechanical interaction with blood has been completed. No product was returned for review. Data logs showed pump ran without issue during support. There were suction alarms triggered during the case but resolved quickly. The root cause of the mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review.